Manufacturer narrative:
As stated, this report is being submitted as follow-up no. 1 to provide the retention sample evaluation results. The actual device was not available for evaluation and the product lot number was not provided by the user facility. Therefore, the investigation was based on the evaluation of user facility information and a random lot sample from the involved product code as well as the surrounding lots. Visual inspection of the retention samples confirmed there were no anomalies noted. In addition, dimensional and functional testing confirmed the product met manufacturing specification. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. Please note, follow up communication with the user facility confirmed it was a competitor's sheath that broke and not the destination sheath. Terumo's destination sheath was open and present during the case and for this reason we are reporting to the FDA for our device being used in an event. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up no. 1 to provide the retention sample evaluation results.

Manufacturer narrative:
The investigation is yet to be completed. A follow up will be sent within 30 days of this report being sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not returned.

Event description:
The user facility reported the tip of a sheath device broke off in the patient. Follow-up communication from the user facility reported the following information: follow up on 09/23/2015 confirmed it was a competitor's sheath that broke. The destination sheath was open and present during the case. It was reported there was no issue with the destination sheath.